Manufacturer narrative:
(B)(4). We received one used capillary housing of an introcan safety 3-w pur 20g 1.1x32mm-EU without packaging. The received sample was taken to a visual inspection (microscopically, particularly with regard to the cut off point of the capillary). The capillary is cut off approximately 1.6 mm away from the capillary housing. The cut off section of the capillary was not handed over by the customer. The surface in the area of the cut-off point is relatively smooth. We exclude a production problem because the observed failure mode is consistent with tests which have been conducted whereby the capillary was cut off by a sharp device- e.g. A scalpel respectively a pair of scissors. We therefore anticipate an application error and consider the complaint not justified. We have informed our manufacturer accordingly. Reviewed the device history record and there were no defect encountered during in-process and final control inspection. Process cards also show no abnormalities.

Event description:
As reported by the user facility ((B)(4)): capillary broken and remained in patient.